Event description:
The information provided by local distributor indicates: - hospital name: (B)(6). - surgeon's name: dr. (B)(6). - date of initial surgery: (B)(6) 2024. - body part to which device was applied: femur. - surgery description: arthroplasty revision. - patient information: 76-year-old, female. - problem observed during: clinical use on patient/intraoperative. - type of problem: device functional problem. - event description: the oscar pro system doesn't work. Power is not reaching the sensor. No effect on cement. Generator detects no error. The complaint report form also indicates: - the device failure did not have any adverse effects on patient. - it was possible to finish the intervention, the system worked after the generator was manipulated between menus after 3 hours, exposing the patient to fractures and risks. - the event led to a delay in the duration of the surgical procedure: 3 hours. - an additional surgery was not required following device failure. - copy of x-ray images is available. - patient's current health condition: unknown. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Technical evaluation: the returned oscar generator, received on 1 february 2024, was examined by orthofix quality operations department. The visual check evidenced signs of damage on the generator case. The functional check evidenced that the hmi board assy in the generator is malfunctioning due to a damage to the audio output. Conclusions: the technical analysis performed did not evidence the problem notified by the customer: "the oscar pro system doesn't work. Power is not reaching the sensor. No effect on cement. Generator detects no error". The analysis of the electrical components evidenced a malfunction of the hmi board assy related to the damage of the audio output (pn 4et00404 - tpa2005d1dgn audio amplifier). This could be related to early failure of the electrical component of the generator, which origin could not be identified. Orthofix can confirm that the generator s/n (B)(6) was serviced in year 2022 and no anomalies were detected on component pn 4et00404-audio output. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: - hospital name: (B)(6)- surgeon's name: (B)(6) - date of initial surgery: (B)(6) 2024 - body part to which device was applied: femur - surgery description: arthroplasty revision - patient information: 76-year-old, female - problem observed during: clinical use on patient/intraoperative - type of problem: device functional problem - event description: the oscar pro system doesn't work. Power is not reaching the sensor. No effect on cement. Generator detects no error. The complaint report form also indicates: - the device failure did not have any adverse effects on patient - it was possible to finish the intervention, the system worked after the generator was manipulated between menus after 3 hours, exposing the patient to fractures and risks. - the event led to a delay in the duration of the surgical procedure: 3 hours - an additional surgery was not required following device failure - copy of x-ray images is available - patient's current health condition: unknown manufacturer reference number:(B)(4) distributor reference number: 11.

Manufacturer narrative:
Technical evaluation the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.